Event description:
One endeavor sprint rx drug-eluting stent was implanted at the proximal rca. Two endeavor sprint rx drug-eluting stents were implanted at the 1st diagonal branch, overlapping, as treatment of the target lesion. One endeavor rx drug-eluting stent was implanted at the 1st diagonal branch, as treatment of complication/dissection/bailout. A non q-wave mi is reported to have occurred within 48h post index procedure, in the territory of the implanted stent. At 30 day follow up, pt displayed stable angina. (MFR report# 2953200-2009- 01606, -01607, -01609).

Manufacturer narrative:
Secondary intervention, another stent implanted to treat dissection. Eval - results: myocardial infarction, dissection.